Manufacturer narrative:
Concomitant medical products and device evaluated by MFR the reported event that distal medial tibia plate axsos 3 ti for left tibia 12 hole / l201mm was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation the root cause could not be determined. Unfortunately no further patient details like age, height, weight etc could be obtained. Neither x-rays showing type of fracture and plate breakage were returned. The device inspection revealed the following: the returned locking and bone screws are still intact. The returned plate is completely broken off as complained. Deformations slight twisting in the section of the breakage clearly indicate that high mechanical / torsional force had been evident. A forced rupture is most prominent on one side of the broken plate, whereas the surface on the other side is homogenous. These damages clearly pointing to a possible not reported patient incident. The root cause of the failure was one or repeated powerful dynamically overload of the fracture area of the plate prior to bone consolidation. Note that it was mentioned that the patient will have bone growth stimulator applied. Which lead us believe that there was a none union. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
A broken plate was reported, axsos3 distal tibia.

Manufacturer narrative:
The reported event that unknown_selzach_product (plate - axsos3 distal tibia ¿ as per reported event) was alleged of issue s-12 (implant breakage after surgery) could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. Patient details like age, height, weight etc are unknown. No x-rays showing type of fracture and plate breakage were returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not return.

Event description:
A broken plate was reported, axsos3 distal tibia.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A broken plate was reported, axsos3 distal tibia.